Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. On an unknown date, an unknown valiant captivia stent graft was implanted. During device preparation, the delivery system could not be flushed with heparinized saline. It is unknown if the delivery system was used within a patient. No additional information is available. No clinical sequelae were reported.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.

Manufacturer narrative:
(B)(4).